Event description:
It was reported that the patient presented with angina on (B)(6) 2011, and was diagnosed with a 100% stenosed lesion in the mid right coronary artery and an 80% stenosed lesion in the mid circumflex coronary artery; the patient was subsequently treated with placement of an unspecified abbott non-drug-eluting stent in the mid right coronary artery while the mid circumflex lesion was left untreated due to severity of existing angina. On (B)(6) 2012, the patient presented with angina; restenosis of the first implanted unspecified abbott non-drug-eluting stent was diagnosed. The restenosed unspecified abbott stent was treated with placement of a 3.0x12 xience v stent in the mid right coronary artery and placement of a new 2.5x12 xience v stent in the mid circumflex coronary artery. On (B)(6) 2012, patient, again, presented with the same symptoms and a 3.0x28 xience v stent was placed in the mid right coronary artery, as the stent placed (B)(6) 2012 had, again, restenosed by 80%. The patient presented with angina (B)(6) 2012; no stents were placed. As the patient has a history of allergies treated with ongoing prednisone, including reaction to "fake" metal earrings, skin rashes, and a previous diagnosis of polymorphous light, concern was expressed that the patient may be experiencing hypersensitivity to metal of all placed stents. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2012: stent: multilink; xience v: 3.0x12, 2.5x12. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. The additional 2 xience and abbott brand bare metal stent, referenced are being filed under separate manufacturers.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).